Event description:
Additional information was received on (B)(6) 2016 from a healthcare professional via a product surveillance registry and it was reported that the pump was delivering morphine (2 mg/ml at 1.0009 mg/day).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015 the patient had reported increased pain, lower extremity numbness and weakness. Fluoroscopy was used to view the catheter tip; the catheter tip had migrated from c2 to c3. The pain, numbness, and weakness were not attributed to this migration and an MRI was ordered. MRI revealed severe facet disease. The etiology was indicated as related to the device or therapy and not related to the implant procedure. It was unclear if they were going to revise the catheter as the outcome was reported as unresolved with no further action planned and "the plans to revise catheter". The drug being delivered at the time of the event was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.